Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Visual inspection noted dried blood/body fluid in the lead lumens and at the tip. A thorough evaluation of the lead was performed. The guidewire insertion test passed without issue; however, a plug of foreign material exited from the lead tip while performing the test. Analysis on prior leads has shown the foreign material is likely an agglomeration of blood/body fluid and possibly polymer from the lead/guidewire interaction (lead polymer and guidewire polymer). In conclusion, the guidewire insertion difficulty allegation was confirmed based on obstruction within the lumen of foreign material.

Event description:
It was reported that during the procedure, when this left ventricular (lv) lead was initially inserted into the coronary vein, it behaved normally. The lead was accidentally pulled back, and when an attempt was made to reposition the lead, the guidewire would not advance all the way through. It became stuck at the proximal electrode area. The lead was removed, and tested on the table. The physician flushed the lead, and tried to advance the wire again, but without success. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.